Event description:
The facility had a resident in the sling when the connection between the boom and the actuator, allegedly snapped off and the resident was dropped into a chair. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model rpl450-1, serial number/date (B)(4) is approximately 6 years 2 months old. The owner's manual part number 1078987 rev h (jan-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the facility, (B)(6), had a resident in the sling of the rpl450-1 lift, when the connection between the boom and the actuator allegedly snapped. The actuator allegedly needs replacing. The damaged product is to be returned to invacare for an inspection and evaluation. No injury alleged.